Manufacturer narrative:
Combination product: yes. On 08-apr-2025: update received states this lead has a fracture, low impedance, and noisy signal. Due to these reasons, the physician decided to have this lead capped on (B)(6) 2025 and placed a new lead. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped due to a non-specific product performance issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.